Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image not working was the charge-coupled device unit had broken during user handling of the device. The device had leakage and water invaded the device during user handling of the device. It caused abnormality in electrical components. The event can be detected/prevented by following the instructions for use which state: ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the image on evis exera iii bronchovideoscope was not working. There were no reports of patient harm associate with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and customer's allegation was confirmed. Additionally, the evaluation found the rubber was lifting, leaks, forcep and brush restriction due to insertion deep dents/image failed flickering during up-angulation but returns. The charge coupler device (ccd) failed on the bending section/deep dent at 15mm from distal end/cuts and deep dents on insertion tub/scratches on control body/dent and scratches on light guide tube. The root cause could not be determined, the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.